Event description:
The device became overdischarged and there were telemetry issues. The patient had not used the therapy for about 1 year due to being busy and not having pain. The company representative met with the patient 1.5 weeks ago and a physician mode recharge (pmr) was done. The patient was going to finish charging at home but later that night a power on reset (por) message displayed. The company representative met with the patient again and charged the ins up to 50% and did reprogramming. She then was feeling stimulation and left the clinic around 3:00pm. She charged the ins up to full that same day but then by 9:30pm it was showing the ins battery was empty. The company representative was going to communicate with the patient the need to recharge more frequently following the overdischarge. The company representative confirmed on (B)(6) 2013 that a pmr was successful. The ins was losing charge rapidly and the patient was instructed to excise the ins with frequent recharging. She was unable to use her device due to battery depletion. Once the ins was charged, she was instructed to call for a reprogramming appointment. She was consented. It was later reported on (B)(6) 2013 that the device would never stay charged after it said 100% and the patient was going to have the device removed.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).